Event description:
It was reported that the patent had the inflatable penile prosthesis implanted. The patient experienced cylinder erosion. The cylinder was sticking out of the penis. The cylinder was removed and a new cylinder was implanted.